Event description:
It was reported that the product was used on a unspecified procedure. The pt presented with an infection after an unspecified time-frame even though the area was thoroughly cleaned. Current condition of the pt is unk.